Manufacturer narrative:
The investigation results for this complaint are. A start-x tip ems insert 5 was returned in loose. Instrument is broken in the middle active part. No material defect was found during analysis of the rupture pattern. No unused device is available for further evaluation. Nothing unusual to report was found during DHR review (batch #1880236). We cannot rule on the compliance of the power settings selected by the customer in comparison with the ones recommended by maillefer because customer's generator brand and model are unknown. Root causes are not identified. We will track this kind of event and monitor the trend. Generally speaking, several other factors may contribute to breakage issue, such as usury, pressure or incorrect technique. All of these factors may affect the longevity of the tip.

Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a start-x tip ems insert 5 tip broke during use. The broken parts have been retrieved. No injury.